Manufacturer narrative:
(B)(4). The incident pencil was discarded by the site and not available for evaluation. Evaluation of the concomitant force triad generator found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.

Event description:
The customer reported that the patient flatlined during a left thoracotomy procedure for non-small cell carcinoma. A defib was used to revive the patient. The generator was being used as monopolar cautery with the standard pencil attachment. It is unknown if the arrhythmia was a direct result of the use of the electrocautery. The surgeon stated that during dissection in the region of the pericardium the patient experienced a rapid heart rate and simultaneously, a loss of pulsatile a-line tracing. This lasted approximately 10-20 seconds, and open cardiac massage was commenced. The patient was cardioverted a single time. The patient was admitted and has been cleared by cardiology for further surgical procedures. The customer confirmed the incident pencil was discarded and will not be returned to covidien for evaluation.